Event description:
Related manufacturer report number: 2017865-2024-69605, related manufacturer report number: 2017865-2024-69608. It was reported, that the patient presented in clinic for a scheduled procedure. Upon interrogation, during an in-clinic follow-up, it was found, that the right-atrial (ra) and right-ventricular (rv) lead exhibited loss of capture. During lead revision procedure, it was found, that the pacemaker and leads had been twiddled. And had caused dislodgement of both leads. It was also found, during procedure, that the ra lead helix exhibited failure to extend and rv lead helix exhibited slow rotation. As a resolution, the ra lead was explanted and replaced, the rv lead was repositioned. And the pacemaker was re-implanted on (B)(6) 2024. Patient condition was stable.